Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged crystal on the circuit board causing the pump clock gain time.

Event description:
Patient reports the pump clock is not keeping accurate time.